Manufacturer narrative:
(B)(4). Returned meter and tests strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user has low glucose value.

Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results (fasting / before meals/ after meals) is around 170 mg/dl. Customer does not feel well and observed symptoms of shakiness. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test performed during call ((B)(6) 2015; 11:12 pm) with results of 144 mg/dl and 172 mg/dl (fasting / before meal/ after meal). Verified storage fo test strips is within specification. Test strip lot MFR's expiration date is 02/28/2017 and open vial date is within 120 days. Recall test results performed (fasting/ before meals/ after meals) from meter memory: (B)(6), 12:09 am - 102 mg/dl (control); (B)(6), 11:29 pm - "lo"; (B)(6), 11:28 pm - 107 mg/dl (control); (B)(6), 11:27 pm - "lo"; (B)(6), 08:18pm - 168 mg/dl; (B)(6), 02:29 pm -125 mg/dl; (B)(6), 08:25 am - 296 mg/dl. Based on the "lo" results seen in the memory, the complaint is reportable. Adverse event not reported.